Event description:
Patient called and reported that they experienced a hyperglycemic event in 2003. The patient bought new batteries for the subject one month prior. The patient believes that at that time the meter was changed from mg/dl to mmol/l. They stated that they were "getting hyperglycemia" for approximately 2 months after change of measurement, without knowing it. One month later pt fell while in the garden and dislocated elbow. They were taken to the hospital and while in the hospital the physician tested their blood glucose and noticed the patient had very high glucose result (unknown). The patient was treated with insulin and was also diagnosed with mycosis of their fingers and "leg problems". The case is being reported as adverse event due to use error because the patient was medicating themselves incorrectly due to false results.